Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having developed a possible infection post operation which in turn caused loosening of the humeral stem.